Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl (17 mcg/ml at .9 mcg/day) and bupivacaine (10 mg/ml at .4 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient was having some "issues" with his pump; it was making the whole left side of his body numb. The patient had a pump refill on (B)(6) 2016 and then the bolus dose never did seem like it was working. He was finally able to use the ptm (personal therapy manager) and the "bolus dose gave him everything". He had a headache all day yesterday. They did an x-ray on (B)(6) 2016 and it showed that the catheter hadn't moved. The patient had an appointment on thursday and they planned to run some tests. On (B)(6) 2016 the patient was getting a poor communication icon on the ptm (personal therapy manager), so was unable to use the ptm to get the drug information. The patient did use an antenna with the ptm.

Event description:
Additional information was reported by the consumer on 2016-08-22. The patient reported that the circumstances leading to their numbness was that they gave themselves a bolus and their whole left side went numb. The steps taken to resolve the issue were that the pump was checked; however it had happened two more times with no bolus dose. The patient also clarified their statement ¿the bolus dose gave them everything.¿ they just had a refill and it seemed like the bolus was not working for two weeks and then the night of the emergency visit it seemed like it gave them everything. On (B)(6) 2016 the company representative reported additional information. The pump had been replaced on (B)(6) 2016. The personal therapy manager (ptm) bolus delivery and amounts were inconsistent. It was noted that all logs and reports looked ¿ok¿ and no interventions had been taken. It was reported that the pump was used to deliver fentanyl (50 mcg/ml at 17.019 mcg/day) and bupivacaine (30 mg/ml at 10.212 mcg/day). At the time of the report the patient was alive with no injury.

Event description:
Additional information was reported by the company representative. The pump was with the hospital pathology department and they were working with the physician to get it released to the device manufacturer.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer patient. Analysis of the pump on (B)(6) 2016. Revealed no anomalies. As per the pump¿s logs the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 50.0 mcg/ml at a simple continuous dose rate of 17.019 mcg/day and bupivacaine with concentration 30 mg/ml at a simple continuous dose rate of 10.212 mg/day. Also per the pump¿s logs, the patient activated dose of fentanyl was increased 83% (31.164 mcg/day) and bupivacaine was increased 83% (18.699 mg/day) as of (B)(6) 2016.

Event description:
The pump was returned to the manufacturer and the healthcare provider indicated the device was returned for disposal only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a pump fail in (B)(6)2016 due to the same pressure. Patient said it was warranty and all that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.